Event description:
Patient admitted to emergency department with multiple drug overdose. Patient was lavaged with #32 french gastric lavage tube. Patient was intubated using a #3 curved blade, #7 cuffed endotrachial tube and a #14 french intubating stylet. Patient was then placed on ventilator and transported to iccu. Chest x-rays revealed right pneunothorax and chest tube inserted. Bronchoscope performed using olympus flexible bronchoscope. Patient was reintubated using a straight blade and #7 cuffed endotracheal tube. Patient arrested, cardiopulmonary resuscitation continued for approx. 20 minutes. Patient expireddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, inherent risk of procedure, stylet. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.